Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 170 mg/dl. Tandem technical support was unable to troubleshoot for this issue and further information was unable to be obtained.